Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (abnormal shutdowns, service code displayed) has been confirmed. As received, the monitor failed incoming functional testing. The cause for the test failure, the service codes, and the abnormal shutdowns was isolated to corrosion on connector j502 and inter-pca connectors j1002 and j1003. The root cause for the corrosion was ingress of an unknown liquid. A patient safety alert was mailed to active patients on (B)(6) 2017 as a reminder to not expose the lifevest electronic components to liquids. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a patient's monitor and reported that the monitor was displaying a service code (multiple abnormal shutdowns) and was experiencing abnormal shutdowns.